Event description:
It was reported that the patient presented with an inflatable penile prosthesis device that was not working as intended. During a revision surgery, it was confirmed that the device experienced fluid loss secondary to a tubing fracture discovered during the procedure. The device was explanted. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.